Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the operational test is failing. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.